Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. There are warnings in the package insert that this type of event can occur and risks are addressed in associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Unique identifier (UDI) # (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 1822565-2017-01431, 01433, 2648920-2017-00148 / 00149).

Event description:
Patient underwent right hip revision procedure 29 days post-implantation due to infection. All components were revised.